Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was not given. Customer reports of having to change sets often in order to stop no delivery alarms. Customer declined to troubleshoot for no delivery as he states he changed infusion set three times that day due to no delivery. Customer did not keep any infusion sets for analysis. Customer was advised to call back if he receives any more not delivery alarms and to save sets if not able to call at the time of alarms. Customer was also advised that reservoirs and infusion sets will be replaced. No further information provided.